Event description:
During baxters functional testing of a device, the keypad was found to be displayed an automatic output. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the (.), #2 - #9 key to be inoperable caused by a failed keypad. It was observed that when any remained functional keys are selected, an automatic output of the #3 key will occur following the selected key's function (e.g. When the #1 key is pressed 13 will be displayed. When in alphabetic mode and the abc key is selected, ag will be displayed interfering with the mdl drug search). The keypad was replaced. Baxter has imitated a CAPA to further investigate the issue.